Event description:
It was reported that the patient passed away due to an unidentified cause, not device related. The patient had a preexisting medical condition. The outcome was not considered device or therapy related.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively determined through this evaluation. No further details can be provided by the hospital. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. G is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the hm 3 lvas. No further information was provided. The manufacturer is closing the file on this event.